Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) battery was not lasting as long as they expected. The caller explained that the patient had an appointment with their healthcare provider (hcp) on (B)(6) 2022 to check ins battery longevity, and the caller was told that the ins battery would last "another year or so." The caller thinks the ins battery voltage was 2.63 at that time. However, when the caller checked the patient's ins battery with the patient programmer on (B)(6) 2022, they saw an eri 'contact clinician' message. The caller noted that the ins battery voltage was 2.60 when they checked it on (B)(6) 2022, and this morning it was at 2.59. The caller called the patient's hcp to report eri, and they told the caller that the ins battery would last 5-6 more weeks. The caller stated that the patient's ins battery is scheduled to be replaced on (B)(6) 2022, so they were concerned about it potentially reaching eos before it gets replaced. Agent reviewed timing between eri and eos, and that ins battery depletion rate would depend on usage and settings. The caller said the patient's hcp told them that the therapy settings were low, with one side set to 3.0 and the other side set to 3.5. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The cause of the battery not lasting as long as expected was not determined.